Manufacturer narrative:
Other applicable components are : product ID 377860, lot# v007230, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was high impedance. A fluro guided x-ray of the patient's back showed that apparently the epidural lead and pulse generator were in place. The patient reported no stimulation. The patient stated that he was implanted for pain in his leg. The patient stopped feeling stimulation. The patient stated that it was charged up and it was working. The patient already tried increasing and change positions and he felt no stimulation. The patient used to be able to stand up and clench his buttocks and stretch and would feel stimulation really pulsing but now he felt nothing. No falls or traumas were reported that could be related to the issue. The patient checked the device with the patient programmer and it showed that stimulation was on. The patient programmer had half full battery. This was considered a sudden change in therapy/symptoms. There were lead issues. Impedances were out of range greater than 10,000 on 4 and 2 in supine and out of range on 4 and 7 in sitting. The patient was unable to get same coverage with stimulation pattern with reprogramming. The patient attempted to reprogram. The patient left with stimulation option that was not as good as before. Diagnostics methods included interrogating the device which showed that the leads needed to be revised and replaced. Interventions included explanting and not replacing the leads. The event resulted in an unscheduled clinic or office visit. The lead was replaced and therapy was restored. The etiology was reported as related to the device or therapy and not related to the implant procedure. The issue was not resolved at the time of report. The outcome was ongoing. Relevant medical history included: spinal pain and multiple back operations.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient thought that one of his leads may have become dislodged. The patient was not getting anything from his stimulation device. The patient was fully charged and working but nothing happened when he tried to use it.

Manufacturer narrative:
Note that information references the main component of the system and other applicable components are : product ID: 377860, lot# v007230, implanted: (B)(6) 2006, explanted: (B)(6) 2016, product type: lead.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that interventions included explanting and replacing the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional of the clinical study reported that the event resolved without sequelae on (B)(6)2016.

Manufacturer narrative:
Section has been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.